Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. Additional information has been requested. A supplemental report will be sent upon receiving this information.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) shuts down when unplugged. It was not reported under which circumstances the event occurred. However, no patient involvement or adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to the customer's site. The fse evaluated the iabp and observed that the batteries would not hold charge. To resolve the issue, the fse replaced the batteries per customer request. In addition, the fse replaced the safety disk as per schedule and completed preventive maintenance (pm) on the iabp with full calibration, functional test, and safety check to factory specifications. The iabp passed all functional and safety tests per factory specifications and was returned to the customer and cleared for clinical use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) shuts down when unplugged. It was not reported under which circumstances the event occurred. However, no patient involvement or adverse event was reported.